Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The february 2007, 15-month complaint trend report for this product family, for all complaint failure modes, was reviewed; no adverse trend was noted. No data points exceed the bcs action trigger limit. A shipment history will be done identifying potential lots sold to this customer. A device history record review, as well as a complaint history review, will be completed; results of these reviews will be submitted in a follow-up medwatch report.

Event description:
On february 21, 2007 it was reported to bsc that, during an esophagogastroduodenoscopy (edg) with dilation, (female patient, age unknown) when "inflating (the) balloon (technician) felt that the gage jumped and the balloon burst." This resulted in a perforated esophagus, as reported in a related complaint (see manufacturer's report no. 6000151-2007-00003 for corresponding report on the alliance inflation syringe used in the procedure). Additionally, it was reported the physician "endoscopically clipped the esophageal perforation with bsc's resolution clips. They kept the patient in the hospital to observe and to see if (the patient) needed surgery. (She) did not need surgery and the patient was later released to go home."